Event description:
It was reported that a folfusor elastomeric device ruptured during filling. The device was being filled with 67ml of fluorouracil and 28ml of sodium chloride. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4) - this lot was manufactured between august 15, 2013 and august 16, 2013. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. One used sample was received. Visual inspection of the sample confirmed a ruptured bladder. The bladder was microscopically examined and markings on the exterior surface of the bladder were observed near the rupture line. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.